Event description:
It was reported the light guide connection of the telescope was broken. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
Additional information was provided regarding this event. The intended therapeutic procedure was completed by using a replacement device.

Manufacturer narrative:
Updated fields: b5, e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the reported suggested malfunction was due to the effect of a large mechanical force caused by an impact, fall or collision with other devices. However, a definitive root cause of the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.